Manufacturer narrative:
Block h6: imdrf device code a15 captures the reportable event of stent partially deployed.

Event description:
It was reported to boston scientific corporation that an axios stent and electrocautery-enhanced delivery system was to be implanted transrectal to the pancreas to treat a pseudocyst during the drainage of the post-inflammatory reservoir procedure performed on (B)(6) 2024. During the procedure, the stent was unable to be released in the target location and did not fully deploy. The stent was partially deployed on the delivery system when it was removed from the patient. The procedure was completed with another axios stent. There were no patient complications reported as a result of this event. Note: it was reported that the axios stent was to be placed transrectal to the pancreas. However, per the axios stent and electrocautery-enhanced delivery system instructions for use (IFU), the stent is indicated for use to facilitate transgastric or transduodenal endoscopic drainage of a pancreatic pseudocyst or a walled-off necrosis with >= 70% fluid content, gallbladder in patients with acute cholecystitis who are at high risk or unsuitable for surgery, and the bile duct after failed endoscopic retrograde cholangiopancreatography (ercp) in patients with biliary obstruction due to a malignant stricture. The device is not indicated to be placed transrectal to the pancreas.

Manufacturer narrative:
Block h6: imdrf device code a15 captures the reportable event of stent partially deployed. Block h10: an axios stent and electrocautery-enhanced delivery system were received for analysis. The stent was received partially deployed. Visual inspection found the inner sheath kinked. During functional inspection, the catheter was unlocked by sliding the catheter lock to the right and the catheter control hub was moved up and down. The catheter was advanced through the luer without resistance. Lastly, the stent hub was moved down to the second and fourth position and the stent was able to be deployed. No other problems were noted with the stent and delivery system. Product analysis confirmed the reported event of stent partially deployed. Stent partially deployed is noted within the IFU as a potential adverse event associated with the use of the device. It is most likely that procedural factors such as lesion characteristics, handling of the device, and the technique used by the physician (force applied) resulted in the observed event of inner sheath kinked. A product labeling review identified that the device was not used in accordance with the instructions for use (IFU) / product label. It was reported that the axios stent was to be placed transrectal to the pancreas. However, the IFU states, "the stent is indicated for use to facilitate transgastric or transduodenal endoscopic drainage of a pancreatic pseudocyst or a walled-off necrosis with >= 70% fluid content, gallbladder in patients with acute cholecystitis who are at high risk or unsuitable for surgery, and the bile duct after failed endoscopic retrograde cholangiopancreatography (ercp) in patients with biliary obstruction due to a malignant stricture." Therefore, a review and analysis of all available information indicated the most probable cause is known inherent risk of device.

Event description:
It was reported to boston scientific corporation that an axios stent and electrocautery-enhanced delivery system was to be implanted transrectal to the pancreas to treat a pseudocyst during the drainage of the post-inflammatory reservoir procedure performed on (B)(6) 2024. During the procedure, the stent was unable to be released in the target location and did not fully deploy. The stent was partially deployed on the delivery system when it was removed from the patient. The procedure was completed with another axios stent. There were no patient complications reported as a result of this event. Note: it was reported that the axios stent was to be placed transrectal to the pancreas. However, per the axios stent and electrocautery-enhanced delivery system instructions for use (IFU), the stent is indicated for use to facilitate transgastric or transduodenal endoscopic drainage of a pancreatic pseudocyst or a walled-off necrosis with >= 70% fluid content, gallbladder in patients with acute cholecystitis who are at high risk or unsuitable for surgery, and the bile duct after failed endoscopic retrograde cholangiopancreatography (ercp) in patients with biliary obstruction due to a malignant stricture. The device is not indicated to be placed transrectal to the pancreas.